Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, replaced the batteries as required and completed system checkout. The fse performed calibration and the unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during testing of the cs300 intra-aortic balloon pump (iabp), the customer discovered that the batteries failed the battery run-time test. There was no patient involvement, thus no adverse event was reported.